Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-03487. It was reported the patient's left lead has moved anterior. Subsequently, the patient will undergo surgical intervention to address the issue.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-03487. Follow-up information revealed there is no further information regarding this issue. However, it was noted the patient had the entire system explanted due to infection reference MFR. Report #'s:1627487-2017-03747, reference MFR. Report#: 1627487-2017-03748, 1627487-2017-03749 ,1627487-2017-03750 and 1627487-2017-03751.